Event description:
It was reported that the iLet pump¿s sleep/wake button was intermittently unresponsive despite correct use by the user and a healthcare professional, consistent with a device key or button not working and involving the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an electrical problem related to a component associated with the switch/relay that resulted in the sleep/wake button not functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.